Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The files revealed that both the model code and serial number had unexpected values, which prevented the device from interrogation. Reportedly, a switch to standby mode was not successful. The absence of telemetry and pacing output more than likely resulted from the external defibrillation shock. (B)(4). Conclusion: although the device was not explanted yet and returned for analysis, the absence of telemetry and pacing output resulted more likely from the delivered external defibrillation shock (such a shock can damage internal components and induce a huge overconsumption).

Event description:
During an unscheduled follow-up due to syncope, this pacemaker could not be interrogated. A message appeared stating unk model. In addition, there was no response to magnet application, but the device was pacing. It was later reported that an external cardioversion shock was delivered. According to available info, the device is still implanted.